Manufacturer narrative:
During follow up, the customer stated that bg levels had not gone back down since morning. Customer indicated that they were going to administer an additional correction bolus. Recommendation was made that the customer consult with their healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated at 363 mg/dl, and customer believed that there was a problem with the pump. Elevated bgs were treated by administering a bolus using the pump. Customer had also changed out supplies in the morning and administered a short acting insulin injection. System check was performed with tandem technical support, and the pump performed as intended.